Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump would pause every 20 minutes during patient therapy and alarm upstream occlusion. This occurred on an adult patient in the intensive care unit being treated for hypotension. It was reported that the patient¿s blood pressure decreased to 60/40 every time the pump paused. The drug being infused was norepinephrine, programmed dose 22.5mcg/min at a rate of 21.09 ml/hr. The norepinephrine container was not rigid but was contained in a bag. When enquired about the patient¿s baseline blood pressure the customer (nurse) responded that the clinicians were aiming for a mean arterial pressure (map) of greater than 65. In response to the patient¿s drop in blood pressure, therapy was switched to a new pump and the norepinephrine dose was changed and the patient¿s blood pressure then remained stable. No additional information is available.